Event description:
Same patient as 2134265-2009-06308, 2134265-2009-06310, 2134265-2009-06311. It was reported that following a coronary drug eluting stenting treatment procedure, the patient underwent a CABG surgery. The index procedure treated the 90% stenosed 3.0x12mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre-dilation, brachytherapy and post dilation resulting in 20% residual stenosis. A non target lesion in the left anterior descending (lad) artery was treated with a 3.0x12mm taxus stent. The patient was discharged the next day on aspirin and clopidogrel. In 2005, at the nine month follow up visit angiography revealed that the non study 3.0x12 taxus stent implanted during the index procedure was patent. However, a 80% stenosed de novo lesion in the mid lad and a 50% stenosis of the diagonal branch were revealed. Treatment placed an unspecified 2.5x12mm taxus in the mid lad, and two unspecified taxus stents (3.x16mm, 3.0x8mm) in the proximal lad. In 2009, the patient underwent a 5-vessel CABG after a failed pci of the lad. Additional information has been requested.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.